Event description:
Had rf microneedling treatment to cheeks/face using secret rf product applied by (B)(6). I had significant redness followed by extensive peeling, similar to a severe sunburn. I believe the burns were due to too much rf radiation. FDA safety report ID # (B)(4).